Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 31-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient with an implantable pump containing morphine (1,000 mcg/ml at 200 mcg/ 24hrs. With ptm: 15 mcg bolus, 4 allowed per day, 257.9 mcg total / 24hrs if patient uses all allowed boluses). It was reported that the pump segment of the catheter broke inside the pump pocket. Exact date of when the catheter broke is unknown and physician stated this could not be determined. Physician stated he believed that the catheter broke due to the pump not being sutured well enough in the patient which allowed for the pump to continuously flip and move inside the patient. Physician stated that he thinks the catheter broke in the pump pocket as a result of the movement of the pump over time. No troubleshooting performed prior to surgery. The pump segment of the catheter was replaced and physician opted to move the pump pocket higher in the patient's abdomen because they believe that this will allow for a sturdier pocket and avoid this issue in the future. The issue was resolved at the time of this report.